Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: primary operative notes were provided which were unremarkable. Revision operative notes reveal that the pt had a misstep in rehabilitation and fell, which was the cause of the periprosthetic fracture. A hematoma was also identified during the revision procedure. The cause of the fracture is due to the fall during rehabilitation. No further engineering analysis is required. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that after experiencing a fall, the pt was revised due to a periprosthetic femur fracture and aseptic loosening.